Manufacturer narrative:
End, head section release bar. The 1999 cot was removed from service, because some parts needed for repair have been obsoleted and are no longer available.

Event description:
It was reported by service report that the head section is not staying up and the interface end plate is broken. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.